Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. See MFR #1627487-2010-02439. On (B)(6) 2010, the pt was implanted with an scs system. The staff from the physician's office notified the (B)(4) rep that the pt had been explanted due to infection. The physician's office would not offer any other info. The system was discarded and will not be returned.